Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was removed three year ago. On (B)(6) 2021, examination was performed and revealed that the stylet was not removed and remained in the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed. One stylet from what appears to be from a 4 fr groshong PICC was returned for evaluation. The flushing hub was not present at the proximal end of the stylet wire. The stylet length measured to be approximately 42.8cm. Microscopic observation of the distal tip revealed the weld tip to be intact. The proximal end of the stylet was still tightly wound. The surfaces appeared to be relatively smooth at the proximal end of the three coiled wires. No apparent evidence to bending or tensile damage was noted. The characteristics of the damage are consistent with sharp instrument damage and may have occurred during trimming of the device. The product instruction for use (IFU) contains instructions to remove the stylet prior to trimming the catheter to length. The stylet also contains a warning indicated to not cut the stylet. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was removed three year ago. On (B)(6) 2021, examination was performed and revealed that the stylet was not removed and remained in the patient¿s body. There was no reported patient injury.